Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported a dialyzer blood leak that occurred halfway through the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak tests strips were used and tested positive for the presence of blood. A one inch blood streak was visually observed within the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient reported feeling nauseous and was subsequently hypotensive. Saline (amount unknown) was provided to the patient, however was within their standing orders for their hypotension. Per the clinical manager, there was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, there was evidence of blood exposure beneath the header cap on the non-cavity ID end. The returned sample was subjected to a laboratory bubble point test. A leak was detected at approximately 240 degrees, with the dialysate ports situated at 0 degrees. After destructive disassembly of the dialyzer, a potted fiber fragment was identified. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The dialyzer was disassembled for further examination. A potted fiber fragment was noted at approximately 240 degrees and was approximately 8.5 cm in length. The opposing end of the fiber could not be isolated. The inferior surface of both polyurethane potting ends were examined and no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.